Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the probe only actuated when it was first actuated and cutting failure of the probe occurred during a vitrectomy procedure. The condition of aspiration was unknown. The procedure was completed with the second replacement product. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.10. Two opened probes were received, with tip protectors, in a tray with other items. Sample 1: the sample was visually inspected and found to be nonconforming with light brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample 2 : the sample was visually inspected and found to be nonconforming with the probe needle bent at the stiffener, light brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Wear marks observed along the inner cutter. A review of the device history record traceable to the lot numbers obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned probe sample 1 was found to be functionally conforming, therefore an actuation and cut failures as described in the complaint were not confirmed for probe sample 1 and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation confirms probe sample 2 had a cut failure. The most likely cause for the cut failure is from the bent needle and bent inner cutter. A bent needle/inner cutter can decrease the quality of the cut performed by the probe. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported actuation failure was not confirmed on both samples, the cut failure was not confirmed on probe sample 1, and an exact root cause for the bent needle and the bent inner cutter observed on probe sample 2 could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).